Event description:
It was reported by the customer that the insulin pump had a frozen display. The customer stated that there was no button response, intermittent blank display, and the time on the clock did not advance. The customer was unsure if alarm occurred during or after the buttons stopped responding. The customer also stated that there was no constant tone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.